Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 46510. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of error code 46510 confirmed through functional pvt (performance verification testing). Found faulty pwa (printed wireless assembly) board. Replaced pwa board. Performed dso (downstream occlusion) calibration. Performed pvt, unit passes all testing criteria. Updated software. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.